Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: a patient specific implant request was received for the patient's left scapula. As reported: prior scapula replacement for chondrosarcoma and now has a prosthetic joint dislocation and a broken polyethylene for the shoulder replacement. He needs to have the polyethylene replaced. It was a custom device. Patient has dislocated the constrained liner in the custom scapula, and the liner needs to be replaced in order to prevent chronic dislocation.